Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v271759, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a cat scan done two days prior to report for their kidneys and was not told to turn off their implantable neurostimulator (ins). It was stated the patient started feeling a shocking sensation the day after the cat scan. It was stated the patient was feeling pain in their back but depending on how they moved there was sometimes a little bit of a shock. The patient stated it was going off during the cat scan.